Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the charge indicator was not illuminating. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The fsr replaced light emitting diode (led) in battery unit charge indicator and batteries. The fsr performed preventive maintenance (pm) and release testing. The system performed to manufacturer's specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further eval.